Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cap module was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed multiple errors and was down. The system would not complete boot up. There is no report of patient injury associated with this event.